Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient gore excluder aaa endoprosthesis contralateral leg component (pxc181200/lot#04420038).

Event description:
In 2006, this patient was implanted with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. The procedure went as planned, however, on the post-operative computed tomography (date unknown) there was infolding of the ipsilateral leg that was not identified on angiography immediately following the implantation. The physician states that the aorto-iliac junction is heavily calcified and narrowed which may have prevented the graft from fully opening. The patient is reported to be doing well with no adverse sequela.